Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to treat a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of the device has been received; therefore, the root cause for the stenosis remains indeterminable. Information regarding the patient condition suggests possibly contributing factors such as diabetes mellitus type ii, endocarditis, hyperlipidemia, and hypertension. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
As reported, edwards learned that a patient's 25mm pericardial mitral valve implanted for six (6) years, nine (9) months, and one (1) day was disabled due to mitral stenosis and mild mitral regurgitation requiring the patient to undergo a transapical valve-in-valve mitral valve replacement. The procedure was completed without complications. Pt was discharged to home on post-op day seven (7) with home physical therapy, anti-coagulation therapy and continuing on her home oxygen.